Event description:
It was reported that rotation speed was unstable. A rotapro was selected for use in a percutaneous coronary intervention in the right coronary artery. The 90% stenosed target lesion was severely calcified and located in severely tortuous anatomy. Rotation speed was checked outside the body without issue. During the procedure, the rotapro was advanced into the body and rotation speed was unstable as it both increased and decreased. It was considered whether to replace the burr or replace the wire. After replacing only the wire, the rotapro was used without issue. The procedure was completed. No patient complications were reported. It was further reported that the rotapro was prepped and platformed at 180,000 rpm outside the patient. During the procedure, the rotation speed was increased and decreased between 130,000rpm to 200,000rpm.

Event description:
It was reported that rotation speed was unstable. A rotapro was selected for use in a percutaneous coronary intervention in the right coronary artery. The 90% stenosed target lesion was severely calcified and located in severely tortuous anatomy. Rotation speed was checked outside the body without issue. During the procedure, the rotapro was advanced into the body and rotation speed was unstable as it both increased and decreased. It was considered whether to replace the burr or replace the wire. After replacing only the wire, the rotapro was used without issue. The procedure was completed. No patient complications were reported.